Event description:
The account alleged they are having an issue with patient falls. The account is alleging that the new beds do not go as low as the old beds.

Manufacturer narrative:
The technician performed the investigation and found there were two separate incidents at this account involving patient falls. The technician spoke with the account and they stated the patient was sitting on side of the bed and slipped off. No bed alarm was set and the patient was wearing no slip foot wear. No injury reported. The technician inspected the bed and found that it functioned as designed, no repair needed.